Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. The root cause of the rotor shaft rotating bi-directionally is due to improper lubrication of the clutch. The unit was repaired. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, service found that the unit's gear box runs in reverse.